Manufacturer narrative:
H10, h2, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with a f4 fault displayed on the screen. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the operations service manual found the following warnings and precautions states: other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and, due to the calibration methods, no annual maintenance check is required. If any component malfunctions, call customer service for a return authorization. A service manual with detailed descriptions of operation is available upon request. Call customer service to request a copy. If a power cord other than the power cord from the manufacturer is used, please ensure the power cord complies with the voltage and current rating listing on the back panel of the controller. Failure to do so may alter the performance of the controller. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device; the warranty seal is broken; the unit was previously opened. No visible manufacturing abnormalities were found; no fluid spill marks were visible inside the unit; during functional evaluation the unit was powered-up with no information provided on the display. The removed top cover show a missing power supply, causing the issue. The complaint was verified. Factors that could have contributed to the reported event include, mishandling of the device causing damage or non functionality. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the error f4 was identified during procedure in the a quantum 2 controller; 1 hour delay was reported; the procedure was completed without the device. No or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.